Event description:
It was reported that the left ventricular lead was not capturing. It was noted the patient had "a very sick heart". The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.